Event description:
It was reported that large volume folfusor did not work. The infusor did not empty during infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). One unit was received for evaluation. Visual inspection showed no signs of abnormality. Initial evaluation could not confirm the reported condition. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Functional testing identified that flow was readily observed from the device. The evaluation could not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.